Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the decedent's spouse the patient received continuous shocks and the device was associated with faulty wiring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.